Manufacturer narrative:
Additional information was received from the field indicating the patient was seen in clinic. Acceptable shock impedance measurements were observed and the patient will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that a latitude alert was issue for this implantable defibrillation lead due to low out of range shock impedance measurements. Technical services recommended bringing the patient into clinic for further evaluation. Technical services also discussed delivering commanded minimum and maximum energy shocks to test lead integrity. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
--